Event description:
It was reported that a dexcom g7 sensor was providing readings in the dexcom app, but the ilet did not complete pairing with the cgm; support guided the user to turn off bluetooth on the phone, perform the bluetooth toggle procedure, restart the ilet, and reenter the pairing code, after which the device entered the pairing process. Symptoms included no clinical symptoms. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed a connectivity and pairing issue between the ilet and the cgm transmitter that was addressed through standard pairing procedures. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption resolved through troubleshooting.